Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that metal fragments and rust came off from the instruments while doing a hysteroscopy and polypectomy case. Some metal fragments were recovered, but some fragments could be still inside the patient.